Event description:
It was reported that the 6600 system displayed a "settle error" message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. In addition checked the 5v for monoblock and adjusted as needed. The system was tested and found to be working as intended and placed back into service.